Event description:
Information was received that a smiths medical level 1 trauma fast flow systems h-1200 is not warming. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system (h-1200), with the h-2 pressure chamber and base, were received in good condition. The device was manufactured in 2019. The investigator powered on the device. The device did not warm up to a temperature of 41.7 degrees celsius. The investigator removed the back panel for further investigation. Visual inspection revealed that heater one and two had loose wires (connectors). The customer reported product problem (failure to heat up) was therefore replicated. The problem source of the reported product problem was unknown. A root cause was not established. An additional issue was also found with the h-31b air detector. The door was damaged. The h-2 pressure chamber was also out of calibration. Based on these findings the investigator replaced both heaters. The h31b air detector door was also replaced, and the h-2 pressure chambers were recalibrated. Following these repairs, the device registered a temperature of 41.7 degrees celsius. The device had passed all functional and electrical tests.